Event description:
It was reported that during a laparoscopic sigmoid colectomy, a twisted colon was identified while connecting the powered circular stapler to the anvil. The surgeon closed the stapler and reached 100%, at which point the twisted colon was noticed. The surgeon disengaged the closure, and upon pressing the up button, the anvil became tilted. The surgeon manually repositioned the anvil to its non-tilted position and fired the device. A bubble test was performed, and the results were satisfactory. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: sigcirstnd sigcirstnd signia circ adapt std length - (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.